Event description:
The patient received his scs system on (B)(6) 2008. It was reported that the patient's stimulation turned on without prompting while answering his front door. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.